Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue entwined in the helix. No irregularities noted at the tip region of lead that could contribute to dislodgment. The laboratory was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged approximately six months post implant. A revision procedure was performed. The lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.